Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The patient reported via the company representative (rep) that post-op it was impossible to recharge the implantable neurostimulator (ins). No connection between the ins and the charger. There were no external factors that contributed to the problem. There was no charging anymore, and the patient stopped the ins to keep minimum battery. The action taken to resolve this issue was the patient will receive a new charger. The issue was not resolved at the time of this report. No symptoms were reported. The patient was alive with no injury. The rep reported 20 days later that the patient received a new charger and all was good for her now.

Event description:
The new charger works normally and the patient can use stimulation again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.